Event description:
Racer related event anonymised trial: "patient felt unwell in self between (B)(6). Patient initially thought she had overdone it and fatigued herself but started to develop discomfort, swelling on operated leg with redness and stiffness. Patient called ill and was blue lighted to qe with a suspected dvt. Chest scan carried out, no clot present. Patient was started on anti-clotting injections after 5 days scan was completed, which showed clots, but the injections had dispersed them. Patient self discharged on (B)(6) and has continued to take paracetomol and amitriptyline. Patient was admitted on (B)(6) 2023. "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.